Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose as low as 51 mg/dl with severe dizziness and/or severe headache, was hungry, pale and more quiet associated with an alleged inaccurate delivery issue. It was reported that the patient was treated with oral carbohydrates as needed and had discontinued pump therapy. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match because the user had made changes to their basal program. It was reported that the patient¿s healthcare provider had made recent changes to their basal rate and bolus settings. Also during troubleshooting, it was determined that the pump was delivering the basal rate as programmed and the bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. This complaint is being reported because the patient allegedly experienced hypoglycemia related to an inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.